Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assy for anchor spring was jammed. Replaced door assy was damaged. Replaced u4 on display board assy for segment dim. A review of the device history record showed the device had a manufacture date of 27aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to jammed anchor spring of the lvp mech assy 8100 m2. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a broken internal latch. No additional information. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a broken internal latch. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel assy for anchor spring was jammed. Replaced door assy was damaged. Replaced u4 on display board assy for segment dim. The proximate cause of the reported issue was due to jammed anchor spring of the lvp mech assy 8100 m2. A review of the device history record showed the device had a manufacture date of 27aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was a broken internal latch. No additional information. No patient involvement.